Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer cancelled the work order and confirmed with the customer that the device was recovered from failure and was able to dispense medication. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer not opened. The customer reported that there a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.